Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. H10 additional narrative: correction: previous initial report including incorrect narrative description stating the initial complaint was found not reportable. This statement is an error. The previous initial report should have stated: ¿h6 patient code: no code available (3191) used to capture device revision or replacement. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.¿

Manufacturer narrative:
Product complaint # (B)(4). The initial complaint was reviewed and found not reportable. (Add the rationale from the determination as to why this is now non-reportable.).

Event description:
The patient was revised due to painful left tha. Doi: unknown; dor: (B)(6) 2020; left hip.